Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: reported failure date is overwritten in the black due the continuous use of the pump, no activity outside of normal use observed in the available data. The pump was unable to detect the cartridge upon the first load attempt. The force sensor calibration reading was taken and found low. The force sensor resistance reading is out of specifications. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
The patient contacted animas alleging an elevated blood glucose (bg) of 400 mg/dl with symptoms of increased thirst on the evening of (B)(6) 2011. The patient denied testing for ketones. The patient reported changing site/set and giving herself insulin by injection to correct elevated bg. The patient reported that her bg decreased initially but started to increase again. Two hours after the injection, the patient stated her bg was 350 mg/dl. At the time of troubleshooting, the patient reported that the elevated bg began after changing site on the earlier that day on (B)(6) 2011. During review of pump, the patient confirmed all pump settings were correct. During review of pump settings it was noted that the patient had changed basal program that afternoon from weekday to weekend; which resulted in less basal insulin over the past 2-3 hours prior to contacting animas. At the time of the call, the patient informed customer support when she changed site at 1pm that afternoon she did discover a bent cannula. The patient denied any issues with current site. During review of insulin cartridge, the patient reported multiple air bubbles in the cartridge. The patient informed customer support that she filled the cartridge with refrigerated insulin approximately 2 hours prior to calling. The patient was advised to fill cartridges with room temperature insulin. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia while on insulin pump therapy.